Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had intermittent image due to loose connector. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customers complain was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: software version is outdated. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as " loose connector - intermittent cuts out." Was caused by a due to the wear of the video connector latch. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.